Manufacturer narrative:
(B)(4). After replacing the gde this avea is working fine. The distributor sent the faulty gde to (B)(4) for investigation. It was received in the failure analysis lab on (B)(6) 2015. A follow-up will be completed after the evaluation.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the gde which was received without any esd protection and will need to have exposed pcba's replaced once investigation has been completed. The gde was powered on and immediately duplicated the reported issue of no primary audible alarm (secondary alarm is operational). The issue was isolated to the tca pcba and after replacing the tca with a known good the primary audible alarm operated per specification. Root-cause was isolated to ic component u36. Findings/root-cause: defective component ic u36 on the tca pcba. This is being addressed in an internal corrective action.

Event description:
Alarm malfunction: reported to carefusion technical support avea was connected to patient when it stopped alarming but end user was aware about this problem and they were continuously monitoring this avea very closely. I have checked the ventilator off patient and it didn't generate alarm sound even in pre-use check, there was no injury or death associated with this issue. After replacing the gde this avea is working fine."